Manufacturer narrative:
Insulin pump received with minor scratches on lcd window, cracked case on display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported cracks on the screen of the insulin pump. Customer stated that the crack was near the battery compartment as well as on the screen of the devise. Customer's blood glucose reading at the time of the call was 142 mg/dl. Nothing further was reported.